Manufacturer narrative:
Concomitant medical products: cook dilation syringe. Boston scientific alliance inflation handle. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated with water. The balloon would not hold pressure, and water was leaking from a rupture along the length of the balloon. A visual examination of the catheter did showed a kink approximately 60 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that the balloon did not receive negative pressure prior to advancement through the endoscope accessory channel. This is the most likely cause for the reported observation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The additional information provided indicated that lubrication was only applied to the tip of the balloon device. The user is advised to apply lubrication to the balloon material in addition to the tip. The application of lubrication will aid in endoscopic advancement and balloon preservation. Instructions for use advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." A rupture in the balloon material can also occur if it comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure was not applied and that lubrication was only applied to the tip of the balloon, against instructions for use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy with balloon dilation, the physician chose a cook hercules 3 stage balloon esophageal. The balloon burst in the patient. It all stayed intact with no detachment. It was removed from the patient by pulling it out through the sheath. The procedure was successfully completed with another balloon from the same lot.